Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3888-28, lot# l39218, implanted: (B)(6) 1998, product type: lead. Product ID: 389033, lot# j0519164v, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that a manufacturing representative (rep) was currently in the operating room (or) with an implantable neurostimulator (ins) replacement. Upon performing impedance testing, 4-7 electrodes showed high. It was suggested to reprogram the lead configuration. 0-3 electrode impedances were within normal limits and 8-11 showed high impedance. They took out the 8-11 lead and after re-wiping and re-inserting the lead, impedance continued to be high. They tested it using a multi lead trialing cable (mltc) on the 8-15 slot and it also showed high impedance. The 0-7 slot on the mtlc also showed high impedance. The rep did not have any history of what the lead was doing in the past. Prior to the battery replacement, the rep did not check impedance. He just copied the programs that the patient was programmed with. It was noted that the battery replacement was due to almost end of service (eos). The patient was getting good therapy and the patient might not have been aware of not getting coverage on program 2. The physician was going to put the lead back into the 8-15 slot on the ins and close up the case. It was later reported that the patient received great therapy after waking up and was very happy.